Manufacturer narrative:
Concomitant medical products: product ID: b I-500-01065, version#: v4.1.0. A medtronic representative went out to the site to preform system check out. It was reported that the system preformed as intended and there were no parts replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used during a catheter placement procedure. It was reported that when taking ap lateral shots to confirm placement, the orientation of the second shot was different from the first. No settings on the system were changed. This happened many times in the procedure. There was no reported delay to the procedure. There was no reported impact to the patient. (B)(6) 2020 (B)(4) (rep): additional information was received. It was reported that, while troubleshooting the reported issue, a medtronic representative could replicate the reported issue. While testing, an image acquisition was performed with physical pressure being applied to the gantry in an attempt to simulate a clinical environment, then released the pressure. After relieving pressure, a second image acquisition was performed and found that the gantry did not return to the same position. It was noted the movement was similar to slight gantry wag and that the results appeared to be similar to the reported issue (B)(6) 2020 (rep): additional information was noted that the images has a slight rotational change due to the issue.